Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the circulation pump was not performing to specifications. The device did not meet specifications, and was influenced by the reported failure. It was unknown if the device was in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the water leaked unable to fill up the water tank. As per additional information received via follow-up on 31jan2023, device was already evaluated and replaced circulation pump. As per sample evaluation results received on 26may2023, it was reported that the leak was captured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked unable to fill up the water tank per additional information received via follow-up on 31 jan 2023, device was already evaluated and replaced circulation pump.